Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Diopter: -10.50 event problem codes: patient code: (B)(4)- no code available (new incision), labeled device code: (B)(4)- no code available (lens explanted), unlabeled (B)(4)- no code available (low vaulting), unlabeled device evaluated by manufacturer? No - (other): device not returned. Evaluation codes: conclusions - (no conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -10.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting and shallow chamber. The lens was exchanged for a longer lens and the problem was resolved.